Manufacturer narrative:
Our fse (field service engineer) was not on site since the hospital is self-servicing. We have not been informed about a component/part exchange. The received logs confirm the presence of the reported technical error. The internal log and tech log show that the ventilator alarmed for the error at 02:05:21 on the event date. The last pre-use before the event was on (B)(6) 2019 and the ventilator passed the test. The pre-use check attempt was cancelled on the event date. The reported issue is a communication alarm triggered by monitoring that summarizes several different communication problems. When these internal communication problems occur on a ventilator, values and curves can be lost from the screen but the ventilator will continue to ventilate with previous settings. No change in settings can be made after the alarm occurs and the alarms can only be reset by doing a system restart. Problem code: 4114.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that hospital staff needed to intubate a patient who had been on high flow therapy and tested the patient circuit but there was no flow to the patient. The ventilator was replaced with another one. The patient circuit was discarded. There was no patient harm. Manufacturer reference #: (B)(4).